Event description:
Late forming seroma, side unknown.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "99" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Correction: d4, h4.

Event description:
Late forming seroma, side unknown and ultrasound detected rupture, side unknown. Rupture date of event: 12/24/2024.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Additional information: h6. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5, b6.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10. Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with bubbles and light yellowing. The device weighed 473.6 grams. No additional observations tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.